Event description:
Caller reported alarm 01. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The caller was instructed to load a second, new cartridge, which allowed them to successfully resume insulin administration.